Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had an infection at the implantable neurostimulator (ins) site. Soon after having the ins replaced, the patient fell and landed their chest. The fall caused the stitches to rip open. The patient had gone to the emergency room and an infection was soon noticed. The patient did not respond to antibiotics given orally and intravenously. The ins, adaptor, and extensions were explanted. The hcp retunneled the lead to the left side and tunneled new extensions to the left clavicle area. A new ins was placed and the issue was resolved.